Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to multiple burnt and damaged components on the monitor board. Due to the nature of the damage, component root cause cannot firmly be established. The monitor board was replaced and scrapped to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an 68-year-old female patient, the device would intermittently not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.